Manufacturer narrative:
(B)(4). The cause of the system error was determined to be a loose connection. The cause for the loose connection was not determined, as the disposable set was not returned to baxter and the lot number was not provided, so no batch review could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line) during dwell cycle one of therapy on the homechoice machine, patient connected. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, it was noted that the red clamp on the heater line had come loose and the line had separated from the heater bag. There was no patient injury or medical intervention in association with this report. No additional information is available.